Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2017, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving bupivacaine (10 mg/ml at 4 mg/day) via an implanted pump. The indication for pump use was non-malignant pain. It was reported that the patient was taken to surgery on -(B)(6) 2018 to do a pocket revision because the patient had lost a considerable amount of weight, but instead they ended up doing a catheter revision. They revised the proximal end of the catheter. The new proximal length was 56.5 cm and the remaining spinal length was 70.9 cm for a new total catheter volume of 0.28 ml. The catheter had been aspirated prior to the procedure so there was only drug in the inner pump tubing. The programmed priming bolus was going to be for only the volume of the catheter. No patient symptoms were reported. No further complications have been reported as a result of this event.